Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the distal tip of the microcatheter was noted to be broken/fractured with the radio opaque ro marker missing. There was dried blood noted at the fracture site. The hub was intact. During functional inspection, a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed, a 0.0158" patency mandrel was advanced through the microcatheter, friction was noted at the tip of the microcatheter at the fracture site. There was no strand of fiber found on the microcatheter or within the returned packaging. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect could not be confirmed based on analysis of the device. However, the device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that upon withdrawal of subject microcatheter, a strand of fiber was noticed. During analysis, the distal tip of the subject microcatheter was noted to be broken/fractured with the ro marker missing, there was dried blood noted at the fracture site. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed, a 0.0158" patency mandrel was advanced through the microcatheter, friction was noted at the tip of the microcatheter at the fracture site. There was no strand of fiber found on the microcatheter or within the returned packaging. Based on a review of all available information and the analysis of the returned device it is probable that friction was encountered in the procedure causing the catheter tip to fracture during manipulation of the device. An assignable cause of not confirmed will be assigned to the as reported 'product contaminated (outside sterile barrier (pouch))', as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as analyzed 'catheter tip broken/fractured during use', 'ro marker(s) detached/separated/not visible under fluoroscopy' and 'catheter friction' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject catheter was returned for analysis and the device investigation revealed that the subject catheter tip was broken/fractured during use and ro marker(s) were detached/separated/not visible under fluoroscopy. There was no clinical consequence to the patient due to this event.